Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that every time they charged, it cut off in the middle but then they waited a couple of minutes and it started charging again. It was about 45% improvement. They did increase it and had it set at 1.5. There was no rash at the moment. A couple of days ago there was, but it healed up on its own.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified that the recharging just stops in regards to "it cuts off in the middle". The cause of the difficulty recharging was not determined. To resolve the issue the patient stated they wait for a few minutes and start it again and then it completely charges. Patient stated they were able to successfully recharge the implant. Th approximate depth of the implant was unknown and they have not follow up with their health care provider (hcp). Patient stated they were told to turn it off during storms to see if that helps. It was reported the issue was not yet resolved.